Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that prior to implant, the device could not be interrogated with the programmer. The device was not implanted.

Manufacturer narrative:
(B)(4).